Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a suplimental report will be submitted. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant failed. The patient presented on (B)(6) 2025 for a primary procedure on tooth #14. On (B)(6) 2025, at the second stage surgery the patient presented with granulation/fibrous tissue around the implant. The provider determined that the implant failed to osseointegrate and removed the implant. The implant was replaced, and no permanent injury was reported. The patients bone quality is type iii, and their oral hygiene is good.